Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144024 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144024 test base part number 190-430 / lot m144024 . The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) related to kit lot m144024 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting results with theid now covid-19 performed on (B)(6) 2021 on an unknown sample. Repeat testing was performed on the same cartridge and generated negative results. The customer states that outsourced pcr confirmation testing was performed twice and both times generated negative results. No additional patient information, including treatment and outcome, was provided.